Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the manufacturer was notified that the user experienced a hypoglycemic event with a reported blood glucose (bg) level of 39 mg/dl, resulting in a seizure. Emergency medical services (ems) were called, and the user was treated on-site with glucose and food but declined transport to the hospital. The user attributed the event to increased physical activity.